Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their stimulation is turning on by itself and also increasing by itself. The patient further clarified that they will decrease stimulation at night to 1.5, but they will be woken up in the middle of the night and the stimulation will increase. They stated that stimulation will increase from 1.5 to 7, which will wake them up. The patient mentioned that the ¿controls¿ will do whatever they want. They confirmed that they are not touching their controller because it is on their nightstand. The patient also mentioned that their stimulation turned itself on while at the grocery store. They stated that the stimulation was really high (at 8 or 9) and they were having trouble walking due to this. The patient added that it has gotten to the point where they will just turn the stimulation off. They mentioned that this issue has been occurring for probably the past 3 weeks. The patient noted that they were ¿rear ended¿ in a car accident about 2 weeks ago, but their healthcare provider told them that would have nothing to do with these issues. The patient was redirected to follow-up with their healthcare provider.